Event description:
The customer reported, that during a cataract procure, the patient experienced a severe corneal burn to their right eye. The surgeon implanted monofocal iol. Four sutures were used to close the incision. The patient condition is unknown. However, astigmatism is expected in the operative eye. The reporter believed that, the cause of the corneal burn was a lack of irrigation.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. No problem was found. Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer. This report mailed in to FDA on: 11/30/2007.